Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in an arteriovenous shunt in the moderately tortuous vessel. A 6.0-2/4t/90 symmetry balloon catheter was advanced for dilation and was initially inflated at 8 atmospheres (atm) for 1 minute. The second inflation at 10 atmospheres for a minute. However, during the third inflation at 10 atmospheres for 1 minute, the balloon ruptured, the device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) e1. Initial reporter city: (B)(6). Device evaluated by MFR.: a symmetry device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 15 atmospheres without any leaks or issues noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in an arteriovenous shunt in the moderately tortuous vessel. A 6.0-2/4t/90 symmetry balloon catheter was advanced for dilation and was initially inflated at 8 atmospheres (atm) for 1 minute. The second inflation at 10 atmospheres for a minute. However, during the third inflation at 10 atmospheres for 1 minute, the balloon ruptured, the device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.